Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced signal loss on the g5 mobile application and a hyperglycemic event. The patient's mother stated while the patient was asleep, the continuous glucose monitor (cgm) had lost signal so the patient's mother checked the patient's blood glucose (bg). It was indicated that the patient's bg was in the high 20's mmol/l. The patient's mother who is a nurse, treated the patient with fluids for high ketones. At the time of contact, the patient was still feeling unwell but was being cared for by his mother. No additional patient or event information is available. Data was provided for evaluation. Data investigation confirmed connection loss on (B)(6) 2018. A root cause could not be determined via data. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.